Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with an scd compression device. The customer reports during a procedure in which the patient was wearing scd compression sleeves, the patient suffered an intraoperative myocardial infarction (mi). The biomed dept did a routine check of the pump and found nothing wrong; however, they want an evaluation by manufacturer.

Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.